Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5062816/5062769.

Event description:
It was reported that the patient was having pain at the ipg site. It was also stated that the patient was experiencing ineffective therapy. The patient underwent an explant procedure. All device components were explanted and was discarded.